Event description:
The user facility in china reported during surgery the vitrectomy cutting function was inadequate; there was only force of tearing. The aspiration function continued while the cutter was not working. After several attempts to use the cutter, it was discarded and replaced with a new disposable pack to complete the surgery, resulting in a delay. No patient impact reported.

Manufacturer narrative:
The root cause of this complaint could not be determined as the complaint unit was discarded and not available for analysis. The sterilization, lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.